Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable following the procedure.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Longevity analysis found the device to be within estimated longevity. Bench testing was performed and no anomalies were noted.